Manufacturer narrative:
One half of an intraocular lens was received precluding measurement of the diopter. Two distorted haptics were noted on the returned piece. The lens met all manufacturing specifications prior to release. In follow-up with the account it was learned a lower diopter lens was implanted and the removed lens was not the cause of this event. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
It was reported the intraocular lens was explanted several weeks after implant. Reason stated was removal was due to a target change. No patient complications occurred.